Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy for a super ventricular tachycardia. Additionally, intermittent far r wave oversensing was suspected. Reprogramming was recommended.

Manufacturer narrative:
(B)(4).